Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. Pump passed self-test, rewind, prime/seating, basic occlusion test, occlusion test, force sensor test, displacement test and active current measurement test. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. No flashing medtronic logo display noted during testing. No critical pump error noted during testing. No pump error 63 noted during testing. However, confirmed pump error 63 variable (line number 285 file number 2103) in the pump history download on 07/05/2025 18:06:04.000 due to moisture damage to the pcb1 and pcb2 board as per global logic analysis. Found moisture damage to pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies and scratched case. The sc1 cap/reservoir does lock properly. No flashing medtronic logo display noted during analysis. No critical pump error noted during testing. Confirmed moisture damage to pcb1 board and pcb2 board. Confirmed high sleep current during analysis due to moisture damage to the pcb1 board and pcb2 board. Confirmed pump error 63 in the pump history download due to moisture damage to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error with flashing medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and explained the pump performs safety checks and open book image error was found. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.